Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl) and was taken to the emergency room (ER) on (B)(6) 2015. Reportedly, contact stated that the customer had the stomach flu at the time and believed that the low bg was caused by the illness. While in the ER, customer was treated with intravenous dextrose, potassium, and anti nausea medication. Customer was released a few hours later with a bg level in the 200s. Contact described the customer as being in stable condition upon released from the ER.